Event description:
At 9am the customer received a blood glucose result of 41mg/dl. The customer drank some sunny delight. At 9:30am the customer received a result of 468mg/dl. The customer retested again and received a result of "hi". Paramedics were called and they received a result of 51mg/dl at 10:15am. The customer was taken to the hospital and they received a result of 78mg/dl. The customer was given a sugar shot and orange juice to drink and food to eat. Customer states that controls were in range but no values were given. A request was made for the return of the suspect device and replacement product was sent.